Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of fluorouracil. On an unspecified date and time, the nurse went to the patient's home to discontinue the completed delivery. At this time, the patient reported that during the delivery, the tubing set leaked at the connection of the tubing and the secure lock male adapter. Reportedly, the patient "pushed the tubing together" and no additional leakage was noted. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.